Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 9-mar-2017, an fse visited the customer site and found that the turntable was dirty. None of the test cup positions was moving freely. The fse removed the turntable and cleaned all cup and sample positions, and cleaned the turntable gear. Also he cleaned the inside of the unit. After returning the cleaned turntable back in the unit, he performed or checked all associated alignments. As verification, the fse performed a precision run for troponin. All quality controls values were within specification ranges and near the mean. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was that the incubator (turntable) table needed cleaning.

Event description:
On (B)(6) 2017, a customer reported obtaining error 4004: turn table slip with their aia-360 analyzer. The customer was unable to run troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.